Manufacturer narrative:
No product was returned. As per clinical review, the patient was oozing at the impella access site. Systemic heparin was on hold and two stitches were placed to achieve hemostasis. The cause of the access site bleeding issue was most likely use related due to additional sutures resolving complication per clinical. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 42-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient on impella support experienced oozing from the access site and was required to have two stiches to stop it.